Event description:
Two gore tag thoracic endoprostheses were implanted in 2009. The pt lost consciousness within 48 hours and, although briefly regaining it, again became unconsciousness a few hours later. Severe acidosis was found at that time. At approximately one week later, the pt expired. The physician stated the cause of death as multi-system organ failure due to 'shower emboli'.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.